Event description:
Customer called to report the insulin pump was shutting off without being prompted. The customer also mentioned that he could not hear the alarms from the insulin pump at night. Threshold suspend alarm was noted and the insulin pump was not resetting. Customer refused troubleshooting and stated that he has been working with his endocrinologist to adjust settings on the insulin pump. Advised to contact 24 hour helpline if the alarms recur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).